Event description:
Equashield female connector. Fluorouracil cassette leaked while the pt was at home. Equashield rep was contacted and we were told this was happened in approx 10% of the sites. The problem occurs because the female connector is not threading correctly to the tubing. They have a different system to use now while waiting for a new product (spinner) coming out in few months. The y-site tubing is to be used now until the new system is out. We would not have known about this issue from the company if it wasn't for our unfortunate cassette leak. (B)(6).